Event description:
The complainant reported a 54 year old female patient presenting with acute myocardial infarction and cardiogenic shock. The patient had been transferred from an outside hospital when the impella inserted leg was found ischemic. The pump was removed as a result.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.